Event description:
While treating a pt with the model 3100a, the user was unable to increase the oscillatory pressure without the 3100a losing pressure without the 3100a losing pressure and shutting off. The user found the source of the problem, replaced a part, and continued pt treatment without compromise to the pt.